Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alerts noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was going through batteries every other day. The customer's blood glucose at the time of incident is unknown. Troubleshooting was initiated. The customer stated that he did not receive a weak battery alert prior to the battery depleting. The batteries were not previously used as well. The customer confirmed that the device was in vibrate mode. The insulin pump will be returned and replaced.